Event description:
The customer reported that the system would intermittently halt at 5 arrows during boot up and have to be rebooted. There is no report of patient injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard drive and associated cabling, and the single board computer were replaced. The system was then found to be operating as intended.